Event description:
It was reported that the during implant placement, the mouth opening was small and the insertion was delicate. After several attempts, the threads of the implant at tooth site 47 were damaged and the implant was removed. The process was completed with another implant tsvwb8.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. G4: premarket identification PMA/510(k) #: k011028/k013227.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h11: additional narrative. Zimvie received one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Ups shipment (B)(6) has been lost in transit. A claim has been placed. If ups locates the shipment, the complaint will be re-opened and updated accordingly. DHR review was completed for the subject lot number 1293489. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1293489 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : damaged drive feature¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was likely applying too much torque/speed during seating. Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.